Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The se completed software download. The ventilator passed calibrations, verifications, and testing.

Event description:
It was reported the ventilator's screen went black. Patient involvement information was not provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.